Manufacturer narrative:
Insulin pump passed the displacement test and selftest. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 1). Volume did change when adjusted. Audio or absence of alarm not confirmed. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the pump without any issues. No sg vs. Bg anomalies noted.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. Pump error 63 confirmed in insulin pump history with variable (03) due to broken trace at u1 keypad assembly (pin 1). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Insulin pump was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the insulin pump without any issues. No sg vs. Bg anomalies noted.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure during self-test. The customer¿s blood glucose value was 87 mg/dl and 157 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. During the self-test the insulin pump shut off got pump error alarm. Fill cannula was recorded in daily history. The insulin pump did not pass self-test. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.